Event description:
It was reported that the lead exhibited oversensing when the patient moved the left arm. The lead insulation was suspected to be damaged. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.